Event description:
It was reported implant in site 3 could not be placed due to sinus perforation. Clinician bone grafted with allograft prior to implant placement. Site was grafted to heal and will try to place implant in 3 months. No patient impacts.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Implant had signs use. There was bone debris on external threads. Measurements match drawing. No signs of malfunction that would contribute to the event. Unable to place could not be verified. Summary investigation attached in complaint. The device could not be functionally tested for the reported failure (perforated sinus). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #3. Implant placed on a previously allografted site. X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. The DHR was requested for the subject lot number (1256360), however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed, as the DHR associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1256360) for similar events and two other complaints were identified ((B)(4) - investigation has identified that the most likely probable causes are related to medical conditions/patient habits and surgical technique and (B)(4) - investigation has yet to be completed and results are not available at this time). Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. Unable to place could not be verified. Summary investigation attached in complaint. However, the reported event could not be verified as the exact details of event were nonverifiable. The following sections have been updated: g6: checked "follow-up" h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.